Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd ultra fine¿ insulin pen needle(s) broke off during injection. The needles were partially sticking out of the consumer¿s skin; just enough for his girlfriend (who is a nurse) to remove them with plyers. The consumer did not seek any medical attention and says he does not plan to.

Manufacturer narrative:
Investigation summary: customer returned two open pen needles without the tear drop label or inner shield. Customer states that there were two pen needles that broke off during injection. Both returned pen needles were examined and both exhibited a broken patient end of the cannula. Microscopic examination of the returned samples revealed characteristics such as residual bends on the broken hub end as well as on the free end, cracked adhesive, and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Furthermore, the presence of the deep indentation displayed in the adhesive and plastic hub area of one sample, created by the cannula shaft further attests to the severe bending that possibly occurred during manufacturing process. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause: the presence of the deep indentation displayed in the adhesive and plastic hub area of one sample, created by the cannula shaft further attests to the severe bending that possibly occurred during manufacturing process.